Event description:
It was reported that the patient had a lack of stimulation on their left side and less than 50% therapy relief from their implantable neurostimulator (ins). An impedance check showed all contacts/electrodes with #0-7 were >10,000 ohms. A revision was scheduled. At the revision, when the lead component was exposed, it was evident that the lead was fractured and appeared to have fluid with in the lead. The physician then decided to replace both the fractured lead and the extension components on the left side. Following the revision/replacement procedure, the patient was reported as having excellent stimulation coverage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# n0032150, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 377760, lot# j0546751v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).